Event description:
It was reported that a user experienced low glucose events and believed the ilet did not alarm, with anecdotal concern that continuous glucose monitor readings were out of sync leading to missed low alerts; the user requested device inspection and additional training, and customer support provided education on adjusting cgm values using a fingerstick. Symptoms included hypoglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and education, review of use conditions, and referral for in-person training. Investigation of this case revealed user difficulty operating the system and no available device data to verify alarms or device malfunction. It was concluded that the event was consistent with hypoglycemia with cause unclear and no confirmed device malfunction; user training was reinforced and additional in-person training was assigned.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.